Event description:
The seizure alert stopped working, app on cell phone would open then immediately shut down. I went to log in and it rejected login stating "revoked". It wanted me to contact them. Their phone system never gives you a human being just an answering machine. I left a message and then sent a email. Their response stated a"48 hour response" time. Basically for 48 hours this seizure monitoring device called embrace2 will not alert care providers should I have a medical emergency. The same day in the morning they had sent an email stating that I was on the lite plan for monitoring, why I do not know. Their platform never gives you a real person to speak to directly. For a FDA approved device they need more accountability to how they serve individuals that are prescribed these devices by doctors. The company needs to be investigated for a product that pay to monitor your health that you cannot get immediate support for. 48 hours is reckless handling of a persons medical health. Seizures that occur without this alarm system leave the wearer without help, an active alert. Also revoking access for me to sign in to address any further problems and communicate with them should be prohibited by law. This is a form of malpractice and you need to address it, please.